Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose od 455 mg/dl; she treated with manual injection. Customer requested help with programming a temporary basal. She stated she canceled the temporary basal and the insulin pump is saying that if her blood glucose is less than 200 mg/dl to set to 10 hours at 25 percent and if greater than 200 mg/dl, to set 10 at 50 percent. Customer was assisted with the settings. No further information reported.